Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using pump supplies beyond labeling. Tandem customer technical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Customer changed pump supplies and resumed insulin delivery. Customer's blood glucose was 352 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. H3 other text : device not returned